Event description:
The customer reported the oes cystonephrofiberscope irrigation connection location was removed. The event occurred during an unknown procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, biopsy port leak was noted. In addition, a missing biopsy port was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due the biopsy port became broken and was removed, which may have led to the disappearance of the biopsy port, but it was not possible to determine the factor that the biopsy port was broken. Olympus will continue to monitor field performance for this device.